Event description:
Medtronic received information that six and a half months following the implant of this bioprosthetic valve, the valve was explanted due to endocarditis. No additional information was provided.

Manufacturer narrative:
Product analysis: the product has not been returned to medtronic. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that (B)(6) months following the implant of this bioprosthetic valve, the valve was explanted due to endocarditis with annular abscess. Operative notes indicate a preoperative diagnosis of recurrent infectious endocarditis due to IV drug use, prosthetic aortic valve endocarditis with annular abscess, native mitral valve endocarditis with vegetation and severe mitral regurgitation, ventricular septal defect, perimembranous ventricular septal defect, subarterial ventricular septal defect, left ventricular to right atrial fistula, infected permanent pacemaker leads, right ventricular dysfunction. The aortic bioprosthetic valve was successfully replaced with a homograft, and the native mitral valve was implanted with a new porcine bioprosthetic valve. Upon explant, it was observed that the explanted aortic valve was dehisced with multiple vegetations on the leaflets. A horseshoe abscess extended from the rvot anteriorly to the dome of the left atrium posteriorly. There were no adverse patient effects. The explanted valve was returned for laboratory analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. Small needle holes in the sewing ring showed placement of implantation sutures. A black suture remained attached to the non-coronary left stent post. The right cusp was in the open position. The non-coronary cusp appeared to be in the position. The receipt condition made it difficult to determine the position of the left cusp. The right cusp is slightly stiff, but except where host tissue extends on the outflow. The non-coronary and left cusps are stiff due to host tissue on the inflow and outflow. Small tears and/or abrasions consistent with historical events for contact with the bias cloth and/or long suture tail wear are observed on the lunula of all cusps. The right non-coronary commissure appears intact. The condition of the other two commissures cannot be determined due to host tissue overgrowth. Traces of pannus are observed along the inflow and outflow of the sewing ring and outflow rail adjacent to the right cusp. Tan vegetative host tissue fills and stiffens the non-coronary and left cusps on the outflow with remnants in the right cusp. Vegetative host was observed on the inflow of the non-coronary and left cusps into all inferior coaptive areas. Conclusion: analysis of the device noted traces of pannus along the inflow and outflow of the sewing ring and outflow rail adjacent to the right cusp. Tan vegetative host tissue filled and stiffened the non-coronary and left cusps on the outflow with remnants in the right cusp. Vegetative host was observed on the inflow of the non-coronary and left cusps into all inferior coaptive areas. Endocarditis was observed after (B)(6) months implant duration. Cases that occur between 2 and 12 months after surgery are a mixture of hospital-acquired episodes that are caused by less virulent organisms and community-acquired episodes. In this case, per operative report, the patient has had previous aortic and tricuspid valve endocarditis secondary to IV drug use. The patient now has recurrent infectious endocarditis secondary to drug use. The physician observed vegetation on the explanted valve. Overall, based on the information available, endocarditis was likely attributed to the patient's history and health status. Review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. (B)(6). (B)(4).